Manufacturer narrative:
Patient¿s identifier and date of birth/age not provided for reporting. Additional device product code: jey. Potential lot numbers of the part # 224.140 are 8857063 or 9109363. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number: (B)(6). A device history record (DHR) review was performed on potential lot numbers 8857063, 9109363: part # 224.140, lot # 8857063: manufacturing location: (B)(4), manufacturing date: 01.feb.2014: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part # 224.140, lot # 9109363: manufacturing location: (B)(4), manufacturing date: 18.aug.2014: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a young patient sustained fracture to right femur and was treated with plate (unknown if it is synthes plate) on an unknown date. Postoperatively non-union was identified. Fixation was revised, broken screws were left in situ and plate fixation was revised to 14 hole dynamic compression plate (dcp) on an unknown date. The dcp plate also broke and non-union was identified. Patient revised again, where surgeon elected to do staged procedure. Stage one (1) was performed on (B)(6) 2017 in which surgeon removed broken hardware and confirmed absence of infection, and applied external fixator. In stage two (2) procedure nail fixation was performed. This report is for one (1) 4.5mm narrow dcp plate 14 holes/231mm. This is report 2 of 2 for complaint (B)(4).